Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an 18fr catheter was found in the box of the 16 fr catheter.

Manufacturer narrative:
Received sample in opened package for evaluation. The returned sample was evaluated and confirmed as per the reported event. The exact cause could not be determine as manufacturing related. The catheter packaged inside of the kit was confirmed as a 2way 18fr, 5cc egg shell white catheter with datecode set# printed on the red color cap as 7ek7100. The red color cap is meant for an18fr catheter. The product labeling was indicated as mybye327 with product code 120716. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "bardex®silver lubricath®foleycatheter is a balloon catheter. Some may include a syringe prefilled with sterile water and a water-soluble lubricant as an accessory. <material> balloon catheter: natural rubber latex, polyurethane, silver this product is made with bacti-guard®silver alloy coating. <sizes of catheters> available in sizes 12 to26every 2fr. Ballooncatheter. Accessories. Syringe prefilled with sterile water water-soluble lubricant (neither of them maybe included in some product variations.) [Intended use & effect-efficacy] this device is an indwelling catheter in thebladder for urinary drainage." There was a catheter size printed on the outer label and cap of catheter received, which was adequate to prevent the reported event.

Event description:
It was reported that an 18fr catheter was found in the box of the 16 fr catheter.